Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and ok keypad buttons required multiple presses to elicit a response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling and lifting along the edge next to the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, original complaint of the up arrow and ok button requiring multiple presses to elicit a response was not confirmed or duplicated. All of the buttons responded appropriately and were functional. All buttons had spring back and click. During evaluation no evidence of contamination was found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.